Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side and below the grip pad. The returned cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The reported blank screen complaint was duplicated. The pump¿s cover was removed to find no intermittent conditions to the printed circuit board. An eeprom failure was concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.